Manufacturer narrative:
The device involved in this incident is almost five years old and not under a service contract; the user facility did not involve the local dräger s&s organization into examination and repair of the device. Upon request for further information it was reported that the internal battery was still the initial one installed at the time of manufacture and that it's replacement has fully remedied the device issue. Dräger finally concludes the following: a reboot is the specified behavior to remove deviations in e.g. The software processing; all running processes are reset to a controlled state. During the reboot sequence the airway pressure will be released to ambient to allow spontaneous breathing and, the device posts a corresponding alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings if the deviation could be removed successfully. There are multiple reasons imaginable - repeated reboots are an indication that the issue is rather related to hardware malfunctions than to software processes. Based on the feedback from the hospital the reboots were related to a worn internal battery. The device performs a battery test in periodic intervals in the background to assess the battery status and to calculate a runtime forecast. In particular, the mains supply line is switched-off for 500ms and, the trends for voltage and current are measured. A completely worn battery may lead to a significant voltage drop below the required minimum and, the device initiates a reboot to re-establish mains supply. The reboot sequence however can¿t be completed when the battery is completely worn. Appropriate measures to prevent from events like reported are in place - the user is advised to perform a battery test during the daily pre-use check - disconnect mains and observe either the continuation of operation or a battery fail alarm. This test is able to detect an overaged battery. The replacement interval dräger recommends for the battery is two years with typical use conditions. The device was manufactured in 11/2017 without exchanging battery since manufacture and thus, a causal connection to lack of maintenance was a contributing factor in the reported event.

Event description:
It was reported that the device performed reboots during use. As per report, the users replaced the device in a controlled maneuver; no patient consequences have occurred.